Event description:
It was reported that the right atrial lead was capped and replaced due to capture issues and the right ventricular lead was also capped and replaced due to oversensing issues. The procedure was completed on (B)(6) 2017. The patient was stable.